Event description:
The customer reported being hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 749 mg/dl at the time of admission. The customer reported experiencing diarrhea and vomiting for over one week. It was also found the customer was dehydrated with hyperglycemia, prompting the hospitalization. The customer was treated with insulin shots for their blood glucose. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.